Event description:
Reportedly, the home monitor could not establish communication so it was replaced.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned home monitor was tested and the reported behavior was confirmed, as the status light is constantly lighting in orange. - the observed issue most probably resulted from a reboot while the device memory had reached its limit, resulting in an issue to send the technical file to the back office. - it should be noted that the devic performs self-tests and if the limit memory is reached, the status lights will constantly appear orange.

Event description:
Reportedly, the home monitor could not establish communication so it was replaced.